Manufacturer narrative:
G2: country spain medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had cardiac ablation and both implanted stimulators went in power on reset (por). Patient came to the clinic with the stimulators misconfigured. Patient didn¿t have the implant card with the serial numbers, so when manufacturer representative (rep) connected and configured them, the same serial number was mistakenly assigned to both stimulators. Rep tried exiting the app and unpairing both devices to reconnect them, but the same problem persists. When rep connect to the communicator, it reads both devices with the same serial number, and so from the ¿my therapy¿ app they can only connect to one of them. In the clinician¿s app, rep can read both. Upon further investigation, it was noted that once the serial number has been manually changed following a por, this overwrites the previous serial number. And now with both ins's having the same serial number, it was no longer possible for this patient to use one handset to communicate with both implants. It was advised that the least invasive patient be provided with a second handset which allow each implanted stimulator to be controlled with its own handset and enable the patient to use both implants again.